Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the main coil was returned and found it was detached from the delivery wire and the delivery wire was not returned for analysis. The suture is noted to be damaged. The main coil was noted to be stretched. Functional testing not required as the defect was visually confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The main coil was seen to be detached/separated from the delivery wire and was also seen to be stretched and the suture was in turn damaged. The as reported can be confirmed based on the analysis. The as reported 'device difficulty engaging target vessel', 'main coil stretched', as well as the as analyzed 'main coil prematurely detached/separated during use', 'main coil suture damage', and 'main coil stretched' will be assigned procedural factors as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found the main coil prematurely detached/ separated from delivery wire during use. There were no clinical consequences to the patient reported as a result of this event.